Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that there son's insulin pump was damaged. The customer's blood glucose was 77 mg/dl. The customer's parents stated that the son fell on the gravel and the whole screen was scratched. Troubleshooting was performed for damage and noticed the customer was not able to read the screen. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A test reservoir was installed, and the reservoir locked into place inside the reservoir tube properly. Device passed the displacement test. Device was received with severely scratched lcd window.